Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.